Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after motor stopped, insulin continued to drip during manual priming. Customer was not able to exit preparing to prime loop. Customer's blood glucose was 89 mg/dl. After troubleshooting, caller requested for insulin pump to be replaced since dripping could not be contained. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.